Manufacturer narrative:
The lot review activities are in progress. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A customer reported a micro-stent was removed because it had partially extruded at one-week post op. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of device explanted due to partially extruded one week post op; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. There is no mention of system failure. Postoperative device movement and device explantation are established risks associated with use of the system that are clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).